Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon eval, the electrode belt was experiencing a fall-off failure at ECG electrodes a,b,c and d. The cause of the non-functional ECG electrodes is the fall-off failure. The cause of the fall-off failure is an improper output at the v2 component inside ECG electrode c. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.